Manufacturer narrative:
(B)(4).

Event description:
During a device evaluation at the philips bench, the technician noted pushed in pins on the battery pca. No associated symptom was reported. No patient involvement was reported.